Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a total knee replacement on (B)(6) 2021 (not alleged to be related to the device/therapy,) and since the knee replacement, the patient had been feeling a tingling that started at the bottom of their buttock and went down to the knee cap. The patient also reported their toes were "curling" and "dancing". The patient said the tingling was really back behind their knee. It was reviewed with the patient how to sync with the ins as well as how to decrease stimulation. The patient decreased stimulation to 0 and was going to leave the stimulation at 0. The patient reported that a nurse told them that the tingling started because the device had moved. The patient was redirected to their healthcare provider to further address the issue.